Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the final investigation. Updated fields: d8, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h3, h4. The device was returned to olympus for inspection and the reported failure of black debris came out of the scope was confirmed. Based on the results of the investigation, it was confirmed that there were deviations from the instructions for use (IFU). Specifically, the customer responded 'no' to the question: 'was cleaning, disinfection, and sterilization performed or completed before sending the product to olympus?' Additionally, since a water leak was confirmed at the instrument channel, the following potential causes for the damage to the biopsy valve were considered: forcibly inserting or removing instruments¿such as pulling out an instrument from the endoscope while the tip remained open or extended beyond the sheath¿or inserting/removing instruments like forceps or syringes at an angle. Such actions may have applied an impact load to the biopsy valve, potentially resulting in damage. However, the material of the foreign object could not be identified based on the information provided. Observations noted the foreign material was black and elastic. Inspection of the biopsy and suction channels using an ultra-thin scope revealed no foreign material. Leakage was determined to be due to a perforation in the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-use inspection, black debris came out of the bronchovideoscope. No cleaning and disinfection were performed, and only the outer surface was wiped clean. After the case, a black foreign object that was clearly an artificial object was discovered in the suction tank. There was no information on what the foreign object was and no information that cleaning was delayed or that there was something wrong with the accessories. There was no report of patient harm associated with this event.